Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in pacing inhibition. Although the patient is pacemaker dependent, there was no evidence of asystole greater than two seconds. The rv lead also had gradually decreasing impedance measurements. Attempts to recreate noise with isometrics and pocket manipulation were unsuccessful. Surgical intervention was performed and this lead was capped. The patient complained of fatigue. Besides surgical intervention no additional adverse patient effects were reported.